Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Per the description of event, the nurse manager stated: "the patient had a colonoscopy on (B)(6) 2017. It was a semi-pedunculated polyp, 1.8 cm in size, 25 cm from dente." The instructions for use (IFU) states: "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for ....... Polyps less than 1.5 cm in diameter in the gi tract. This device is not intended for the repair of luminal perforations." The 1.8 cm size of the polyp may have contributed to the reported event. The IFU potential complications state: "those associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the clip was used on a polyp 1.8 cm in size, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following information was provided to cook on 7/3/2017 by text message: "(B)(6) had a routine colonoscopy on monday ((B)(6) 2017). By wednesday they discovered the polyp was cancerous. By friday was very sick. They discovered that the clip [did not state if it was or was not a cook endoscopy clip] they used to prevent the removal area from bleeding had punctured a hole in the colon. Of course leaking contamination in this system. By the time (B)(6) got him to the ER friday ((B)(6) 2017) he was barely with us. They did emergency surgery to remove the area where the hole was punched. Good portion of lower colon. His bp had dropped to 60/40, which undoubtedly damaged his rectum. He was in surgery for 4 hours and they couldn't repair the colon. Saturday he had to have a second surgery. He is basically in toxic shock. He pulled through that. Today we are praying things keep going positively. If so, there will probably be several other surgeries. We are devastated. I wanted to let you know what was doctors just met with us after the surgery yesterday and told us that there was a very high risk he could pass away. They told us he is very critical and sick. Today we have a little positive difference. Doctor said we just have to keep it going in that direction, so they may do the other surgeries needed. Not out of the woods, but a glimmer of hope." On 7/3/2017 a cook representative notified the nurse manager of the complaint to obtain additional information. The following information was received on 7/7/2017 from the nurse manager during a telephone conversation that identified the clip was a cook instinct hemoclip: the patient had a colonoscopy on (B)(6) 2017. It was a semi-pedunculated polyp, 1.8 cm in size, 25 cm from dente. Polypectomy with snare was performed after submucosal injection to lift the polyp. The site was then tattooed with spot injection, closed with four (4) instinct endoscopic hemoclips. The patient came into the emergency room on (B)(6) 2017. CT scan of abdomen with contrast was performed which showed a sigmoid colon wall perforation at site of recent polypectomy with small volume of pelvic free fluid and scattered pneumoperitoneum. Reactive ileus [disruption of the normal peristalsis] secondary to result one. Multiple, four (4) clips, from recent polypectomy involving the distal sigmoid colon. Directly adjacent to this site there is a focal loss of definition of the left lateral wall. Consistent with perforation. The patient was admitted to the surgical intensive care unit and then was taken to the operating room for surgery on (B)(6) 2017. The operative report identified a malignant polyp rectosigmoid junction, with a sigmoid colectomy completed with temporary abdominal closure, significant contamination, and rectum appearing ischemic or pale. The patient then was returned to surgery on (B)(6) 2017 for a complete colectomy for colonic ischemia presumed from low flow state and septic shock secondary to perforated sigmoid colon. Additional information received on 7/11/2017 from the nurse manager by text message: the physician knew about the complication because he had to meet the patient in the ed [emergency room]. The physician never discussed the details other than being a complication. The following information was received on 7/21/2017 from a cook representative from a discussion with the nurse manager: the initial colonoscopy procedure that was completed was a textbook procedure on (B)(6) 2017. The patient came in on (B)(6) 2017 to the emergency room because of bleeding. The physician then took him back in for procedure due to the bleeding and placed the clips. The patient was then admitted to the ICU [intensive care unit] for observation. There was nothing unusual for this procedure because post-polypectomy bleeding is an acceptable risk for this procedure and it is part of the informed consent. Additional information was received on 8/2/2017 from a cook representative from a discussion with the physician: the physician could not discuss the event due to a possible hipaa violation. He has never had a complaint on the clip. He has never experienced a cook clip not performing the way that he expected it to. He has never had a complication with a cook clip.